Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37714, serial#(B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The consumer reported via the manufacturer's representative (rep) they charged normally the week prior, although it did take a little longer than usual, but when they tried to charge last night they saw the end of service (eos) message on the recharger, but were still feeling stimulation. The rep. Met with the consumer on may 25th and performed an impedance check. The rep. Confirmed the battery and leads were good, the consumer had stimulation, and no eos message was seen. No patient symptoms were reported. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.